Manufacturer narrative:
The referenced previous driveline repairs were reported under medwatch MFR report# 2916596-2016-01919 and 2916596-2016-02179. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 3 years, 8 months. The device was returned for analysis. The evaluation is not complete. No further information was provided. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the system controller was sounding low flow, driveline disconnect and low speed alarms when the system was connected to battery power. When the patient made any movement, the pump would stop. The external portion of the driveline had previously been replaced twice. The patient was reportedly asymptomatic. The system controller log file provided to the manufacturer's technical services representative for review contained multiple pump stoppage, low flow, low speed and driveline disconnect events when the system was connected to either battery power or to the power module with the patient cable. The patient received a pump exchange on (B)(6) 2017.

Manufacturer narrative:
The device was returned assembled with the percutaneous lead (lead) severed approximately 1 inch from the pump housing, and the severed portion of the lead was also returned. A percutaneous lead repair site was present. The repair site was disassembled and no problems were found. Electrical continuity testing of the returned portion of the lead did not reveal any discontinuities or shorts prior to removal of the bionate layer. Breakdown of the metal braided shielding was identified at approximately 3 inches and 4.5 inches from the pump housing. Visual inspection identified breaches in the insulation of the yellow, black, brown, and orange wires near the pump housing. Further inspection identified additional breaches in the insulation of the yellow, black, brown, red, and orange wires approximately 3 inches from the pump housing. The damage appeared to be consistent with fatigue damage due to repetitive movement on the wire at this location. As a result of the damage to the insulation of the yellow, black, brown, red, and orange wires, their underlying conductors were exposed. The reported red heart alarms would have occurred as a result of the exposed conductors of one wire contacting the braided shielding when the device was supported by the power module. The alarms could have also resulted from the exposed conductors of two wires from different motor phases (yellow, black/brown, red/orange) contacting each other or making simultaneous contact with the metal braided shield while on battery support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.